Event description:
The event is reported as: one of the jaws broke off during the procedure. No patient injury reported.

Manufacturer narrative:
Device not available for investigation. Evaluation method - visual examination of photos examined. Other - manufacturing processes reviewed. Results: other - no sample returned for evaluation. No changes in manufacturing processes. Lot# in photo did not match lot# given in complaint. The lot# on photo showed no issues with this lot# in manufacturing. Photo confirmed complaint of the broken jaw. Conclusions: other - if samples becomes available, the investigation will be re-opened. No corrective actions will be taken at this time.